Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00097.

Event description:
It was reported that tip of a drill broke off and became wedged inside a drill guide during surgery. The procedure was completed using alternative instrumentation. There were no reports of patient injury associated with this event. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned drill was examined. The tip was confirmed to have fractured off and become stuck within the mating guide. Excessive force placed on the drill along with the angle that was applied during use likely contributed to the cause. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.